Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. Additional information indicated the spinal cord stimulation (scs) patient experienced charging difficulties. The patient is doing great postoperatively. The explanted device will not be returned as it was retained per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.